Event description:
It was reported to the manufacturer's service and repair department that the nim system was not giving an accurate reading or response. There was no report of patient incident or injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device system was returned for service and repair. The evaluation did not identify a product failure with the mainframe as the system was tested and could not duplicate the reported 'not giving accurate reading/response.' The mainframe received preventative maintenance with a software upgrade and tested to product specifications and was returned to the customer. The patient interface was also evaluated and no fault was found with the unit. The interface received preventative maintenance and tested to product specifications and was returned to the customer.